Event description:
It was reported that during a shoulder rotator cuff repair surgery, the anchor was found fractured when implanted, the pieces were retrieved with tweezers and suction. The procedure was completed with a backup device, there was a significant delay reported. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk suture anchor, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5 w/2 ub has been returned for evaluation. Visual assessment confirms fracture. Fracture was found around the anchor. Sutures were not returned for evaluation. The instructions for use states: ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.